Event description:
A hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. (Patient age and weight unknown). According to the complainant, the temperature varies between front and side panel. Representative reports that the temperature from the front and side panel differed as much as 5 degrees on three consecutive cases. Noted on 1 occasion that they received an over temperature error and that it didn't immediately go into cooling mode. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Product not received by manufacturer.